Event description:
The patient informed the staff that she got burned from the heating pad during the night. The patient's back was noted to be blotchy pink with 2 blistered spots, one open and one closed. The patient had gone to bed with heating pad on. During the night, she complained it was too hot, so staff turned it down to lowest setting. The patient later complained it was too cold, and the staff found it was shut off. The staff turned the heating pad back on at the lowest setting. About 1-2 hours later, the patient complained of the burns. The heating pad had been appropriately covered and protocol followed for use of the equipment.what was the original intended procedure?for relief of chronic back pain.device #1is this a laboratory device or laboratory test?no.